Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported vie telephone call that she was hospitalized due to high and low blood glucose. The customer stated that she is a brittle diabetic. The customer was picked up by paramedics due to a low blood glucose reading of 20 mg/dl. The paramedics treated the customer with glucose and the blood glucose went up to 1300 mg/dl. The customer was placed in a medically induced coma at the hospital and treated with intravenous fluids for a few days. The customer was wearing the insulin pump at the time of the incident.